Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure. Lot release records were reviewed, and the product lot met all acceptance criteria.

Event description:
It was reported that the cannula was not visible, indicating that it fully retracted and did not work as intended. The patient's blood glucose (bg) values reached over 300 mg/dl, while wearing the pod between 4 and 24 hours on abdomen. For treatment, the patient changed out the pod and gave a correction bolus.

Manufacturer narrative:
Received device had the cannula assembly deployed. The exposed portion of the soft cannula was found severed near the tip of the formed needle, allowing for fluid to exit through the tear. It cannot be determined when or how this damage occurred. After the damage, the cannula length was measured out of specification, which created the appearance of the cannula retracting.